Event description:
It was reported that the device was sensing all of the time. The patient's rhythm was 35 bpm and the device was programmed to 50 ppm in vvi mode. The sensitivity was programmed to 2.0 mv. The patient was recovering after the event.